Manufacturer narrative:
H6: added coding based on the information in the complaint file.

Manufacturer narrative:
D6b: updated explant date.

Event description:
Purge pressure alarmed, then pressure and flow improved and alarm self-resolved. The nurse reported no kinks inline or tubing. The medical doctor did not want to systemically anti-coagulate or place heparin in purge fluid due to previous bleeding of patient. The medical doctor opted to monitor purge pressure, flow and motor current.

Manufacturer narrative:
B5: updated with additional information. H10: updated with the MDR number for the related 5.5 report referenced in the initial.

Manufacturer narrative:
The impella device was not received from the customer as it remains supporting the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
A complainant reported that a patient has been implanted with an impella rp flex. A placement signal unreliable alarm occurred. Waveform was intermittently disappearing. The care team was aware of the issues. Flows and support were appropriate. Imaging was used to check the pump position and the pump was in good position. Activated clotting time was maintained throughout support. Two days later, hematuria was noted. Urinary output was greater than 30 cubic centimeters and was concentrated/amber. This is one of two related reports. This report represents the impella rp flex and another report will be submitted to represent the impella 5.5.